Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that coil embolization treatment was being performed via transhepatic approach. Resistance was encountered as the embolization coil was being advanced toward the distal end of the catheter. An attempt was made to pull the coil back and the coil unexpectedly detached with part of the coil extending out from the catheter. An attempt was made to snare the coil; however, it was unsuccessful. The pusher wire was then used to push the detached coil out of the catheter and into the intended location. A follow-up CT was performed, which confirmed the coil was in a secure location and in the shunt. There was no reported patient injury. The current patient's status is reported to be good.